Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter information cannot be read by the pump. The meter and the pump are not synched. Customer's blood glucose was 406 mg/dl at the time of incident and at the time of the call. Customer treated with insulin. Troubleshooting advised customer that the meter needed to be replaced and how to get a replacement. Customer declined to troubleshoot for the high blood glucose. No further assistance needed.